Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the ins did not work. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and a consumer regarding the patient. It was reported that the cause of the device not working was they quit using it on their own. The patient had dementia and their husband helped them use the device. After they passed, they stopped using it. No interventions were performed as the patient no longer had the mental capacity to use the device. The patient stated that it no longer worked at their (B)(6) 2016 visit when they reported 100% coverage and 75% relief in (B)(6) 2015. The hcp stated that their husband passed in between these visits. The hcp stated that the device maybe stopped working after (B)(6) 2015. The hcp stated that they did not believe there was "fine" mechanical issue with the device, but that it was the patient and their life situation. No further complications were reported.